Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no issues were found in the device history record (DHR) for the device (note: a photograph of the non-erbe return electrode showed defects in the gel layer of the pad.). Based upon the reported information, it appears that the burn/necrosis to the patient was most likely caused by the pad not being able to effectively disperse the electrosurgical current. This could have been caused by the pad not being applied correctly, partially being in contact with the patient's skin, a pad defect, etc. However, no conclusive determination could be made as to the cause of the event. No trends have been identified and erbe USA, inc. Is now closing the file on this report.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit during the removal of implanted material. The esu was used with a split return electrode manufactured by 3m (part number 9160f, lot number unknown). Information involving other accessories used was not provided. The return electrode (also referred to as a pad) was placed on the thigh. A review of the unit's chronological data revealed that the settings were swiftcoag mode, effect 2 and 4, 30 watts and 120 watts, drycut mode, effect 3 and 5, 30 watts, as well as autocut mode effect 4, 150 watts. An event message was issued several times with the following content: "nessy current density: please check return electrode". After the procedure, a 2 x 2 cm2 longitudinal 2 a/b grade burn (reddening and skin blisters) was discovered below the pad. A local wound treatment was used to address the issue.